Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information obtained: the surgeon fired two clips without issue and they were on the vessel. The sales rep received a call from the surgeon two days post-op indicating the patient had to be returned due to a leak. Per the sales rep, the surgeon is familiar with the device and has not had issues previously. Attempts have been made to contact the surgeon for further details. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that two days post-op a laparoscopic cholecystectomy procedure, the patient returned due to leakage on the duct. An x-ray was performed and there were no clips visible on the duct. It is unknown how this was corrected. The device was discarded.